Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address an implant fracture. Doi: (B)(6) 2012, dor: (B)(6) 2013 (unk hip). Update (B)(4) 2013 - patient's medical records were received. Records indicate the patient had fallen off her bike and sustained a cracked femoral head. Upon revision the trunnion was found to be damaged. It is reasonable to assume the trunnion damage was a result of the femoral head fragments. There is no new information that would change the existing MDR decision. (Left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The initial reporting indicates the implant fractured due to a fall caused by a bicycle wreck. It is stated in the warnings and precautions of the essential product info that high levels of patient activity and likelihood of falls tend to adversely affect hip replacement implants. Medical records were received and reviewed. Product problem has not been identified. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address an implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.